Event description:
It was reported that pump experienced malfunction alarm with code 12 while no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed that malfunction did not recur after reset, and was advised to continue using pump and call back if issue occurred again.